Manufacturer narrative:
An event of perivalvular leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported perivalvular leak could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision was chosen for implantation, utilizing a small flexnav delivery system (ds). The patient presented with a avg.22.5 native valve and calcification. Pre-dilation was performed with a 18mm trival balloon (by kaneka medix corp). The valve was implanted at a depth of 0mm on non-coronary cusp (ncc). It was noted that while in the cusp overlap view (cov), the inflow edge of the contrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). However, after deployment of the valve, a moderate to severe perivalvular leak (pvl) was observed. Post dilatation was unable to be performed due to the implant depth of the 0mm on ncc. Therefore, the procedure was discontinued. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.